Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient had a return of their target symptoms, noting that they had been ¿leaking.¿ this started on thursday (B)(6) 2018. When asked if they had made any programming changes, they stated that they had only increased amplitude a little. Troubleshooting found that the ins was on and set to program 2 at 6.7v. The patient stated that they would ¿wait the weekend¿ and call their healthcare provider regarding the loss of symptom control. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.